Manufacturer narrative:
The insulin pump was received with unresponsive act and down buttons due to corroded keypad traces. Unable to perform functional testing or verify motor error alarm and no delivery alarm due to unresponsive buttons. The insulin pump passed the motor test. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and no delivery of insulin, and that the buttons stopped working. The customer did not know the blood glucose reading. The insulin pump was not exposed to a strong magnetic field. The customer could not complete the rewind sequence because the buttons were unresponsive. The customer was advised to remove the battery to prevent continued alarms. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.